Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 183 mg/dl. Customer had serious diagnosis of hyperglycemia with ketonuria. The customer had tactile fever and sore throat 3 days prior to admission. The customer had symptoms such as abdominal pain, vomiting and ketones in urine. The insulin pump was not returned for analysis.